Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 05/06/2016. The fse found that the vacuum tubing for the differential waste chamber was disconnected. The fse replaced the tubing, which repaired the leak. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a bloody leak from the coulter lh 780 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.